Event description:
Reporting status: serious injury- medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: difficult to remove. It was reported the xience stent was successfully deployed in the lad. After deflation, there was some difficulty removing the balloon from the stent implant; however, with some manipulation, it was removed. A dissection was then observed (unk if distal or proximal), which was successfully treated with an additional xience stent. There were no additional pt effects. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusions summation- difficulty removing the balloon from the stent post-deployment can be influenced by many factors. Dissection is a known pt effect, is not necessarily an indication of a product quality deficiency. Dissection can be influenced by several factors. The IFU states: "implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention." Although dissection is a known adverse event associated with coronary stenting, a conclusive root cause for the reported pt effect/relationship to the product/reported difficulty removing the balloon from the stent post-deployment, if any, cannot be determined.